Event description:
Customer reported going to the hospital at 9 am for an infection. Customer stated being unable to test on the device due to a error. Customer was admitted to hospital at 8pm. Nurse monitored blood glucose every 30 minutes and administered insulin as needed. No controls. A request was made for return product and replacement was sent.